Event description:
On (B)(6) 2012, the reporter (mother) for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the reporter for the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 8:00am. The reporter stated that the patient manages his diabetes with the insulin pump and "took his usual amount of bolus through the insulin pump" in response to the reported issue. Three hours after the alleged issue occurred, the reporter claimed that the patient "felt low and drank his juice box" in response to the symptom. During troubleshooting, cca determined that there was evidence of misuse. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed that the patient developed symptoms of hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged processor and display. Cracked / broken lines found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k073231.